Manufacturer narrative:
The device rosa one (B)(4) is not FDA approved, but it is similar to the device rosa brain 3.0, classified (B)(4). The investigation performed on the surgical data log file pointed out that the root cause of the issue occurred is a design defect already known.

Event description:
It was reported that during a surgery the surgeon had some difficulties and delay to obtain the 3d exam and needed to re-start the procedure. Once done, no more issue occurred.